Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath. There were two sheath exchanges for a cto (chronic total occlusion) of the mid sfa. Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon "ruptured against the sheath with little calcium visible". The device was removed and the patient was converted to approximately 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day ((B)(6) 2012) with no clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1216604) indicated that the device lot met all established performance criteria prior to shipment.